Event description:
Spoke with (B)(6), she called to cancel service because on sunday (B)(6) 2013 she fell on floor, press button several times on neck pendant, saw the red light on neck pendant but base station (bs) nor mobile device did not signal for help. -- on (B)(6) 2013, there was no alert from her unit, the last time we received an alert was on (B)(6) 2012 and it was an eb (emergency button) . -(B)(6) said she's had enough and wanted to cancel service and have her money refunded. Asked her to give us another chance with a new unit, she did not wish to test the system.. On (B)(6) 2013, we received lb from md -she stated she was approx. 10 feet away from bs, she crawled on the floor, used her feet to knock over her home phone to call for assistance. -she stated she was hospitalized for 3 days.

Manufacturer narrative:
The base station (bs) lost training to the neck pendant. This can occur if the emergency button is pressed and held down for more than 10 secs, putting the device into training mode, and not completing the training by pushing the pendant button. It is unknown if this was the cause of the lost of training. The mobile device tested ok upon return, to the factory. The event logs showed a low battery (lb) event on (B)(6) 2013, and therefore, it is possible that the mobile device (md) may have been out of power . The user manual indicates the device(s) should be tested on a monthly basis, and it also explains the correct way to charge the mobile device. The failure of the device(s) to alarm did not contribute to the serious injury.